Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had black marks on their insulin pump's screen. The customer stated the marks were obvious under sun light or natural lighting. It was also found the customer had a small scratch on their insulin pump's screen. The customer stated the black marks made it difficult for them to read their screen. Customer's insulin pump passed the self test during troubleshooting. No additional information provided.